Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during cataract surgery thirty two ophthalmic knives from same lot has burrs and roughness. The surgery was completed on the same day and there was no patient harm.